Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received sensor error, calibration error, and change sensor alerts while sleeping. The customer also found weak signals, high alerts, low alerts, predict high, and meter blood glucose now alerts in the insulin pump's history. The sensor had a bent cannula. Customer's blood glucose level was between 300 mg/dl and 500 mg/dl. She was having high blood glucose level issues and was working with her doctor to fix them. The customer was advised that the device would be replaced and agreed to return the product for analysis.